Event description:
It was reported the customer's insulin pump had excessive no delivery alarms. Customer's father stated they had changed out their infusion sets six times, but the issue was recurring. Customer's blood glucose was unknown. Troubleshooting found the customer's insulin pump alarmed no delivery during a manual prime. It was also found insulin was able to exit from the tubing. Customer was advised the alarm was caused by an infusion set/reservoir occlusion. The father requested to replace the customer's insulin pump. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.